Event description:
This notification was opened for review for information received that the end user/patient of the device remstar auto a-flex alleging that the device caused him to have surgery. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.